Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as the lot number provided by the customer is not a valid lot number. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported that the patient developed an infection during use of the feeding tube. Gram positive cocci and staphylococcus aureus 3 were found from a swab of the peg tube. The patient was treated with intravenous antibiotics and oral antibiotics. A recent swab indicated that the infection had resolved. No further information has been provided at this time.

Manufacturer narrative:
The device history record for l0202466628 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).